Event description:
It was reported that an unknown zimmer implant had damaged threads at tooth site #3. Requested thread tap to fix threads.

Manufacturer narrative:
Zimvie complaint (B)(4) . Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : no lot and no item # provided.